Manufacturer narrative:
One opened cannula in a zip top bag was received for the report of blocked cannula. Sample was visually inspected and found to be conforming. A functional mass flow test was then performed and the sample was found to be nonconforming. The sample was then soaked to see if the occlusion would free. The sample was retested for mass flow and was still found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms the cannula was occluded as noted by the customer. The sample was returned opened, therefore how and when the cannula became occluded could not be determined from this investigation. The most likely root cause for the occlusion is surgical debris. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that many cannulas were blocked making them unable to push any liquid or air through them during calibration for scheduled cataract surgeries (with intra ocular lens implantation). The cannulas were removed and replaced with stand alone cannula. There was no impact on patient.

Manufacturer narrative:
Corrected information provided in below sections: d.3. Product manufacturing site updated due to receipt of suspect product details. G.9. Manufacturer report number corrected and reported under MDR# 2739840. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.